Event description:
It was reported that the customer had inserted a battery and received a failed battery test alarm. The customer stated that the screen of the insulin pump was now blank. The customer's blood glucose was 250 mg/dl. The customer stated that all the batteries he placed had given him the failed battery test alarm. Troubleshooting was done. Advised customer that if the failed battery test alarm was not cleared then he would receive the alarm with each new battery inserted. The customer did not receive another failed battery test alarm during troubleshooting. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.